Event description:
On (B)(6) 2013, product monitoring received confirmation of a customer reported extravasation with a covidien injector involvement in this extravasation from (B)(6). A (B)(6) female pt received 50 ml of optiject (ioversol), injected by an automatic injector at a flow rate of 1.5 ml/sec into the wrist for thorax scan on (B)(6) 2011. On the same day, the pt experienced injection site extravasation (between 30 to 100 ml). She was given the corrective treatment with an alcohol dressing. At the time of the report, the pt had recovered. The reporter evaluated the case as non-serious.

Manufacturer narrative:
This investigation is in regards to an extravasation that occurred in (B)(6) 2011. The injector was not evaluated by covidien svc after this event occurred. Proper operation of the injector was verified during an unrelated svc visit 6 months after the incident.